Event description:
Patient additionally reported left side capsular contracture. Health professional reported a baker grade iii.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of hematoma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation is "hematoma" and the implant "did not go down". Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported left side "hematoma" and the implant "did not go down". Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified deformation, creases fold, and cloudiness/voids/bubbles in the gel observed after autoclave disinfection cycle. Weight measurement of the device identified device weight was within specification. Based on the device analysis the final assessment was no issues found related with the manufacturing process.

Event description:
Additionally healthcare professional reported "giant cell reaction". Healthcare professional also reported "hemorrhagic fibrous capsule with fat necrosis"; this is not device related.